Event description:
It was reported that the patient experienced loss of therapeutic effect from their implantable neurostimulator (ins) as they had to catheterize themselves more. It was noted that the patient felt the ins on the right side (patient had 2 ins systems) had come out of the pocket around (B)(6) 2012. The patient stated that it was a little painful and annoying. The patient also mentioned that the same ins on the left side had come out of its pocket about a month to two months ago and that their physician pushed it back into place. The patient reported they were unable to push the right ins back into the pocket. The patient also reported activities of being on the "drill team" and had been helping her husband after his knee surgery. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-10268

Manufacturer narrative:
Product ID, 3889-28 lot# v800628, implanted: 2012 (B)(6), product type lead product ID, 3889-28 lot# v842736, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).